Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric, de novo lesion in the mildly tortuous, moderately calcified, 90% stenosed, distal, right coronary artery with a 2.00 x 15 mm nc trek rx balloon dilatation catheter (bdc). The bdc was advanced with no resistance to the lesion and on the first inflation to 6 atmospheres, for 10 seconds, the balloon ruptured. The bdc was removed from the anatomy with no resistance and was replaced with a non-abbott bdc to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.